Manufacturer narrative:
Product event summary: analysis confirmed the reported event; the programmer would boot up to a system error (serious programmer problem). Hard drive was reconfigured and software reloaded/updated to resolve issue.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer displayed repeated "serious programmer error" at start-up. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.